Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through the review of the provided x-ray by a clinical consultant. Device evaluation and results: not performed as product was not returned a review of the provided x-ray by a clinical consultant indicated: 'review of the forwarded x-ray confirms the event of a displaced fracture of the base of the neck of well fixed, cemented exeter stem. The stem was apparently in situ for 10 years in this obese male patient and had a 44 mm head attached to the v-40 taper. No additional clinical information or examination of explanted components is available to assist in determining the cause of this clinical event.' All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Broken exeter stem.